Event description:
The customer contact reported air in the tubing. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a symbiq pump. After an unspecified length of time, the customer contact reported "air in line doing piggyback, able to get the air out with a syringe." No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.